Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8658703.

Event description:
It was reported that one of the patient's l5 leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 during which the migrated lead was explanted and replaced to address the issue. Therapy was restored post procedure. Investigation was unable to determine which l5 lead attributed to this issue.